Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported being hospitalized on (B)(6) 2014 for diabetic ketoacidosis. Customer's blood glucose was 522 mg/dl when admitted. She experienced nausea, dehydration, blurred vision, and high ketones. Leading up to the event, customer had high blood glucose levels that would not go down. After a day, customer went to the emergency room. Customer was on some treatment that kept his blood glucose up. He was treated with two bags of fluid and insulin through an IV. His blood glucose was 78 mg/dl when released. Customer declined troubleshooting for high blood glucose. Nothing further reported.